Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 & d10 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with moderate calcification and mild tortuosity. The hi-torque (ht) powerturn guidewire was advanced to the rca and a dragonfly opstar imaging catheter was used to image the rca. After obtaining the image, the catheter had resistance during removal from the guidewire so both devices were removed as a single unit. The guidewire was noted to have separated at the distal end and the radiopaque portion of the wire had been sheared off. Fluoroscopy confirmed nothing remained in the patient. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported difficulty removing the catheter was unable to be confirmed due to the operational context of the reported issue. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to remove appears to be related to circumstances of the procedure. The guidewire employed with the complaint device was reportedly noted to be damaged (bent and kinked) after removal from the patient; however, there were no other defects or anomalies to the returned catheter which can be attributed as the cause of the reported difficulty to remove. The torn guidewire exit notch is an effect of the difficulty to remove and is therefore not able to be directly attributed as the cause for the reported difficulty to remove. It is likely that the patient anatomical condition or the use/handling techniques employed caused damage to the guidewire, which caused the reported difficulty to remove the catheter from the guidewire. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.